Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported device breakage. At an unspecified time, it was reported that the device was inserted for an unspecified location of the patient for an unspecified reason. It was reported the catheter sheath broke upon entrance causing pain to the patient. The device was withdrawn from the patient. No specific details were provided. The device was replaced. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. No additional information was provided.